Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2014-15751. It was reported, the patient experiences uncomfortable overstimulation when stimulation is turned on as well as while using stimulation. X-rays were taken and the lead appeared to have possibly partially pulled out of the ipg header. Reprogramming was initially able to reduce the overstimulation. Fluoroscopy imaging was later taken and revealed the ipg port plug pulled out of the ipg header. Surgical intervention may be taken at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.